Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.75mm x 8mm nc emerge balloon catheter wa advanced but could not cross the lesion. It was noted that the balloon was torn during the procedure. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.75mm x 8mm nc emerge balloon catheter wa advanced but could not cross the lesion. It was noted that the balloon was torn during the procedure. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.